Event description:
During evaluation of a returned homechoice automated pd set with cassette, a crack on the welded cassette was observed which resulted in a leak. No additional information is available.

Manufacturer narrative:
One (1) opened sample was received for evaluation. A visual inspection with the naked eye identified a crack on the welded cassette. Under water pressure testing also identified a leak. The cause of the crack could not be determined; however the most probable cause is related to solvent use (ie. Alcohol, etc) after opening the pouch. The instructions for use (IFU) provides instruction to avoid contact with bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol to prevent such defect. Nine (9) unused samples were also received for evaluation. A visual inspection of the unused samples were performed with no issues noted. Functional testing (self-test and priming) was performed on the unused samples with no issues noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.